Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a mandible fracture procedure, the head of the imf screw broke. The shaft of the screw remains implanted in the patient. The broken fragment was retrieved. No other issues were reported during the procedure.